Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. Clinical details were sufficient to determine root cause. The root cause of the access site bleeding was most likely use related as the bleeding was resolved by revising the pocket. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 58-year-old female patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the patient experienced access site bleeding. As treatment a pocket revision was performed and a jackson pratt (jp) drain was placed, with an extra stitch added later. The patient remains on support and is reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.